Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no actions/interventions were taken to resolve the impedances and eos, as the battery depleted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the clinician and patient programmers showed end of service (eos). The rep inquired if there was a way to determine the actual date that the eos was triggered. They stated that the patient is very used to their stimulation but noticed that it stopped about a few months ago. However, the patient doesn't use their programmer often, and just noticed the eos message within the past few days. The rep stated that impedances were checked, and all were around 2000 ohms, except for one contact that was around 6000 ohms. They noted that the contact with high impedances was used in the patient¿s programming. No further complications were reported or anticipated.